Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. During the procedure, it was noted that the right ventricular (rv) lead was bent and had insulation damage. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.